Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device in question and images related to this incident were not available for the investigation evaluation. Since product was not returned it is not possible to determine why the physician experienced problem with the releasing process. However it is plausible that if the green knob was rotated and the wires were caught between the handle and the release knob, which may impede the release of the stent graft. Based on the given information, it is not possible to determine an exact root cause and no conclusion can be drawn. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The physician experienced difficulty in releasing trigger wire. He had to pull them with extra force and the stent graft was deployed approx 5 mm distally from the planned location. To cover the proximal side, he additionally placed an ploximal extention (tbe-38-77-pf). Patient outcome: the patient did not experience any adverse effects due to this occurrence.